Manufacturer narrative:
Pump received with cracked battery tube thread, broken belt clip slot, cracked case near display window corners, cracked on display window, and minor scratches on display window noted. Unable to confirm broken belt clip due to pump received without belt clip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported to have scratches on display screen which prevents reading of display screen. Customer does not know how damage occurred. Customer's blood glucose was 88 mg/dl. Customer was advised that insulin pump would need to be replaced.